Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was delivering unauthorized breaths. With a ventilator breath rate set to 10, the pt breath rate was 30. No pt harm reported.